Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient accidently disconnected when they went to the bathroom and did not connect a minicap to their transfer set. On the same day as onset, the patient was hospitalized for peritonitis. The patient was treated for the peritonitis with vancomycin (ip) intraperitoneally and ip ancef (dose, frequency, and route not reported). Four days after being admitted to the hospital, the patient was discharged. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis (hd) per the patient¿s choice. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and the patient remains on hd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unknown date between (B)(6) 2014, the patient¿s pd catheter was removed and dianeal therapies were discontinued. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.